Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, part information has not been provided for tracking. We were unable to identify the reported issue from the information provided and because of this, the root cause could not be determined at this time. Pm00379033

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
During an catheter exam when the study was performed with the catheter in the patient the image area was fading in and out. The customer tried a different swiftlink but had the same issue. They reported the issue happened with a second acunav catheter. The customer was not sure if the second catheter happened on the same system or not. Details are lacking.